Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis on 6/3/97. Subsequently, the pt experienced bilateral implant displacement/migration and a seroma of the left breast. The devices were removed on 10/23/97.